Event description:
It was reported that during testing conducted at the manufacturer facility, the universal driver was not running in the correct mode; it was running in reverse when in forward mode. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
During the device evaluation, the magnet and the trigger shaft were found to be worn, which can cause the magnet not being fully seated in the trigger shaft, and is a probable cause of the device running in the incorrect mode.